Event description:
Consumer called for assistance with performing blood test. The customer had not been using the proper testing technique: customer had been applying the blood sample to the test strip and then inserting it into the meter. During the call, a blood test was performed by the customer fasting using the proper testing technique and produced test result of 109 mg/dl using true metrix meter. The test strip lot manufacturer¿s expiration date is 10/31/2024; open vial date and storage were not provided. The customer reported feeling lethargic; medical attention was not needed at the time of the call.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: lethargy. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note 1: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time. Note 2: manufacturer acknowledges the lateness of this report and has initiated the necessary action. Manufacturer necessary action number: ncn-24-007.